Event description:
The complainant has reported that a female patient underwent a therapeutic procedure for placement of a tracheal stent. When the clinician pulled the deployment suture of the ultraflex tracheobronchial stent, the stent suture broke. The procedure was aborted. The stent system was removed. Two days later, the procedure was successfully completed with another of the same devices. The patient condition is noted to be good. The patient did not sustain any ill effect as a result of the deployment.

Manufacturer narrative:
Evaluation: the suture thread was broken at 458mm from where it was crocheted to the stent. The distal stent loops were deployed. Visual examination found that the suture thread had become entangled on the retention suture knot. During analysis when the remaining attached thread was pulled , a restinction occurred. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. No other complaints have been reported to date for this batch of devices. Conclusion: the device analysis confirmed that the suture thread had broken on the returned device. Visual examination found that the suture thread had become entangled on the retention suture knot and was causing a restriction during analysis on deployment of the stent. This may have been a contributing factor to the breakage of the suture thread. The exact cause of carried out on all units to detect any loose loops or visible loose thread. Another inspection is also done to detect the braided thread for knots, frays and blemishes along its length. Crochet thread is tested at incoming inspection; the specification is 90n/20.23lbs for the minimum load break.